Event description:
Surgeon was attempting to place a pipeline embolization device over a large internal carotid aneurysm when the distal catheter coil broke off and embolized into the distal middle cerebral artery branch. A second attempt was made to place a second pipeline with an identical outcome. Neither catheter tip could be retrieved after attempts were made.what was the original intended procedure?super selective catheterization of the right middle cerebral artery branch with embolization for the delivery of pipeline embolization device.endovascular flow diversional embolization of a giant right cavernous internal carotid artery aneurysm using pipeline embolization devices.